Manufacturer narrative:
Spacelabs is waiting to receive the incident device to start our investigation. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once our investigation is complete.

Event description:
A customer (B)(6) reported a leaking vaporizer which caused the anesthetist to become dizzy.